Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the arterial, suction and cardioplegia roller pumps stopped unexpectedly. The user restarted the pumps which remedied the issue. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, an there were no adverse consequences to the pt as a result of this event.